Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an event that occurred "over a year ago" where a nurse observed that a heparin infusion rate appeared to have increased for no apparent reason. It was reported that the device was sent to the hospital's clinical engineering department at that time where logs were reviewed. It was then found that the issue was allegedly due to patient "tampering" the device and changing the infusion rate. Since then, the hospital has started using the tamper resist feature of the alaris systems. This event was reported to bd associates during their site visit. There was patient involvement, but impact is unknown.